Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient came to the hospital, the physician tried to cycle the inflatable penile prosthesis (ipp) and felt a fluid leak in the device. A replacement surgery was performed and two breaks were observed in the tube connecting the left cylinder and pump. All components were removed and replaced. There were no patient complications in relation to this event.